Event description:
Revision surgery - due to pt having a flexion contracture, the surgeon took out the 4/13 p.s. Insert and put in a size 4/9 p.s. Insert.

Manufacturer narrative:
The reason for this revision surgery was the patient had a flexion contracture after 3 years in vivo; the surgeon replaced the p.s. Insert. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.